Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing, noise, and short v-v intervals. The rv lead was explanted and replaced, and there were no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).